Event description:
It was reported by repair work order that the fowler could not lower completely due to the fowler being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.